Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s using multiple cartridges during basal delivery. The customer changed out the pump supplies after each alarm. The customer's blood glucose (bg) level was elevated and a correction bolus was delivered to address the high bg.